Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Premature battery depletion was not observed from the analysis of the device. Device image analysis indicated that the device reached elective replacement indicator (eri), after it was explanted. No anomalies were noted in the battery trend. Bench testing noted normal functionality. A longevity assessment was performed, and battery depletion was found to be normal.